Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she stayed in the emergency room overnight. The customer stated that a couple of years ago, she had a low reading and was the driver at time of accident. The customer will not return the pump for analysis.